Event description:
N/a.

Manufacturer narrative:
An event of complete atrioventricular block (cavb) was reported post navitor implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention and surgical intervention were result of temporary and permeant pacemaker implant to treat the heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor was chosen for implantation, utilizing a small flexnav. The patient presented in sinus rhythm with membranous septum length of 0.2mm and calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 4mm. It was noted that while in the cusp overlap view (cov), the inflow edge of the contrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). However, post implant, the patient developed a complete atrioventricular block (cavb), which persisted upon leaving the room and remained upon returning. To treat the heart block, a temporary pacemaker was placed. It was reported that the patient was stable. On (B)(6) 2025, a permanent pacemaker was implanted.